Manufacturer narrative:
Follow-up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Follow-up information received on 27-apr-2016: no further information was obtained despite all follow-up attempts. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient, who had a difficult essure (fallopian tube occlusion insert) insertion in the right fallopian tube. Later, a x-ray showed a uterine perforation: one end of essure was on uterine serosa on right posterolateral wall and the other end was embedded in taenia coli and omentum. The device was removed via laparoscopy and patient recovered from the event. This event is listed according to essure's reference safety information. Uterine perforation with essure may occur, most often during insertion. In this particular case, insertion was difficult in the right fallopian tube due to a blocked tubal ostia. Nevertheless, physician stated no perforation was noted during the procedure. Three months later, an x-ray showed a perforation on the right side. The reported insertion difficulty during essure insertion in the right fallopian tube could have been a contributory role in the reported perforation. Given the close temporal relationship between this event and essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Her medical history included 2 pregnancies with 2 parities being the last one on (B)(6) 2014. Previous c-sections, ectopic pregnancies, spontaneous abortions and/or voluntary pregnancy termination were denied. She had no previous gynecological intervention. Her concurrent condition included (B)(6). Essure was inserted approximately 5 months postpartum (the patient was not breastfeeding). During the procedure, which took 25 minutes, cervical dilatation, sounding and general anesthesia were applied. The physician considered the insertion easy on the left side and difficult on the right. Visualization of the tubal ostium was easy; however blocked right tubal os was noted prior to insertion. The fluid loss during hysteroscopy was less than 1500cc. No perforation was noted during procedure. The patient had no complaints immediately after insertion. On (B)(6) 2016, hysterosalpingogram was done and showed left tubal occlusion. The patient was not advised to rely on essure based on the result of confirmation test. On the same day, a unilateral right uterine perforation was diagnosed by x-ray. Left essure was in correct position. According to the physician, one end of the right essure was on uterine serosa on the right posterolateral wall and the other end was embedded in the taenia colon of the omentum. The patient had no symptoms. On (B)(6) 2016 the essure was removed through laparoscopy. According to the physician, the removal was medically necessary and patient also requested it. Intraoperative findings included omental adhesions to the essure, taenia coli on the right. Essure end was on the uterine serosa on the right posterior wall. There were no pathology results, signs of infection and/or inflammation. The patient recovered from the event after the surgery. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient, who had a difficult essure (fallopian tube occlusion insert) insertion in the right fallopian tube. Later, a x-ray showed a uterine perforation: one end of essure was on uterine serosa on right posterolateral wall and the other end was embedded in taenia coli and omentum. The device was removed via laparoscopy and patient recovered from the event. This event is listed according to essure's reference safety information. Uterine perforation with essure may occur, most often during insertion. In this particular case, insertion was difficult in the right fallopian tube due to a blocked tubal ostia. Nevertheless, physician stated no perforation was noted during the procedure. Three months later, an x-ray showed a perforation on the right side. The reported insertion difficulty during essure insertion in the right fallopian tube could have been a contributory role in the reported perforation. Given the close temporal relationship between this event and essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up information received on 26-may-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient, who had a difficult essure (fallopian tube occlusion insert) insertion in the right fallopian tube. Later, a x-ray showed a uterine perforation: one end of essure was on uterine serosa on right posterolateral wall and the other end was embedded in taenia coli and omentum. The device was removed via laparoscopy and patient recovered from the event. This event is listed according to essure's reference safety information. Uterine perforation with essure may occur, most often during insertion. In this particular case, insertion was difficult in the right fallopian tube due to a blocked tubal ostia. Nevertheless, physician stated no perforation was noted during the procedure. Three months later, an x-ray showed a perforation on the right side. The reported insertion difficulty during essure insertion in the right fallopian tube could have been a contributory role in the reported perforation. Given the close temporal relationship between this event and essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The outcome of the investigation resulted in an unconfirmed quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs